Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell five of five. The patient was connected at the time of the alarm. It was noted that the supply bag was wet, but the cause was not determined. There was no patient injury or medical intervention associated with this event. No additional information is available.